Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2015 with the following findings: the display lens was scratched. One battery compartment crack was found from the case seal toward battery compartment lip tangent to bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on 08/07/2015.